Manufacturer narrative:
Cause of loose implant may be attributed to surgeon method of implant or probable loss or no bone growth. Event is not related due to product malfunction or product design.

Event description:
Surgeon replaced acetabular liner and femoral head to improve stability and overall length. Dr. Had observed that hip implants were loose.